Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history is as follows: (B)(6). His bg reached 444 mg/dl and upon removal he noticed the cannula was kinked.